Manufacturer narrative:
User facility personnel stated that the patient subject of the reported event was being treated for stage 4 esophageal cancer for an esophageal tumor with dysphagia. No issues were observed with the patient during the time of the event and the rapid av catheter and trufreeze concole system operated to specification. Following the procedure, the patient was discharged and later experienced stomach pain. The patient sought treatment at the hospital, and a CT scan confirmed gas to be present in her peritoneal cavity; the gas was removed. The log files were reviewed for the trufreeze console system and no issues were noted. The rapid av catheter utilized during the procedure was discarded and is not available for evaluation. Steris offered in-service training to user facility personnel on the proper use and operation for the rapid av catheter and trufreeze console system however, the user facility declined. The instructions for use states, "ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." The instructions for use further states, " the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray". No additional issues have been reported.

Event description:
The user facility reported that a patient experienced discomfort (gas in her peritoneal cavity) following the procedure which utilized a rapid av catheter kit and a trufreeze console system.